Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report appears to match the damage found. This is a final report.

Event description:
It was reported that the recipient had no access to sound for the last 7 months as reported in 2017. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the information received and manufacturers experience, a mechanical damage to the stimulator housing that is typical for severe external impact to the housing appears likely. However to determine and confirm an exact root cause a device investigation at the explanted device is necessary.

Event description:
It was reported that the patient had no access to sound for the last 7 months. Despite requested, information as to further proceeding was not obtained.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A device malfunction was found. The patient has had no access to sound for the last 7 months.

Manufacturer narrative:
Correction: patient info and the product electrode type was missing in the previous report. Additional information: based on the information received and manufacturers experience, a mechanical damage to the stimulator housing that is typical for severe external impact to the housing appears likely. However to determine and confirm an exact root cause a device investigation at the explanted device is necessary.

Event description:
It was reported that the patient had no access to sound for the last 7 months. Despite requested, information as to further proceeding was not obtained.